Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and as reported by the olympus service representative, the event occurred because the connection of the serial digital interface (sdi) cable was not correct. Regarding the cable connection, the following is stated in the instruction manual: "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.".

Manufacturer narrative:
An olympus engineer helped the customer to troubleshoot the reported issue. The engineer had the customer disconnect the cable running from the sdi out 2 on the scope to the computer. Then the sdi cable from out 1 was connected to the provation adapter. The customer was able to get a clear image on the computer with both sdi cables and outputs on the cv-190 scope. No other issues were reported. If additional information is obtained a supplemental report will be filed

Event description:
A user facility reported that they were not receiving an image on a monitor when using it in conjunction with an olympus 190 series scope. No patient involvement or injuries were reported. No additional information has been obtained.